Event description:
It was reported that, "during the tka, when the surgeon was impacting the handle, it broke."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.